Event description:
Hosp reported an immediate large blood leak at start of dialysis. The dialysate leaving dialyzer was pink. The blood leak alarm was at least sensitive position, yet still alarming. Unable to return all the blood in dialyzer. Air bubbles were seen coming from fibers at approx 1 inch below arterial header. Approx blood loss from the leak was 30cc, not counting what could not be returned at approx 150cc. This occurred on three dialyzers. No special medical treatments were given to the pts related to these leakages. Pts are well.